Event description:
It was reported that the handpiece began leaking an oil substance during an on-site maintenance visit at the account. There was no patient involvement during this event. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device leaking was duplicated. Based on the investigation details, the likely cause was problems with the sag head, which was replaced along with the blade mount assembly and other components. Service repaired and returned the device to the customer.